Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 due to sui. No additional information was provided.

Manufacturer narrative:
Additional patient codes:(B)(4) - refractory overactive bladder syndrome, voiding dysfunction additional information. Additional narrative: it was reported that following insertion the patient experienced refractory overactive bladder syndrome and voiding dysfunction. It was reported that patient underwent mesh revision on (B)(6) 2003 by(B)(6) due to urinary retention at (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.